Event description:
Healthcare professional reported left side deflation and device exchange due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, white calcification outer device and broken fill channel leak test and microscopic analysis was performed which identified: sharp broken on fill channel, sharp broken on plug strap and delamination plug strap disk shell. Based on the device analysis the final assessment is: a sharp broken on fill channel assessed as an unidentified (tear) opening. A sharp broken on plug strap disk shell assessed as an unidentified (tear) opening. A delamination partial of the plug strap disk shell (cohesive failure).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported left side deflation and device exchange due to the patient's concern with the product. The device has been explanted.